Event description:
It had been reported that the colonovideoscope screen had become noisy. This issue had occurred during service/maintenance. There had been no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lack of image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged charge coupled device (ccd) unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.